Event description:
The surgeon attempted to implant a silicone lens but it was damaged on insertion and was removed. It is standard procedure for this surgeon to enlarge the incision upon lens removal. However the surgeon does not believe that enlarging the incision represents an injury to the pt and doesn't wish to provide add'l info.